Event description:
It was reported that during the implant procedure the physician had difficulties opening the spacer. The spacer was disengaged and placed on a table when the ring around the screw fell off. A new spacer was implanted. The device was kept by the facility.